Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that power elevations were observed during system controller history interrogation. The patient felt fine with no issues. Mean arterial pressure (map) was 107 mmhg in clinic but at home the patient¿s map was 70-80 mmhg. On (B)(6) 2018, it was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb). Unsustained power elevations were observed during positional changes. On (B)(6) 2018, it was reported that the patient was in the hospital with continued increase ldh and power. The patient was placed on integrilin and heparin. On (B)(6) 2018, it was reported there was concern for potential clot. Patient was placed on integrilin and heparin infusions. Recent ldh was still 400¿s u/l but plasma free hemoglobin has returned to normal. On (B)(6) 2018, it was reported that the patient was still inpatient and on integrilin and bivalrudin. Ldh was slowly decreasing, and was 459 u/l. Partial thromboplastin time (ptt) was stable at 54.2 seconds. All other labs were normal. Urine was clear yellow. The patient continued to show no signs of heart failure. No power elevations were observed on system controller history interrogation. On (B)(6) 2018, it was reported that the patient was discharged and doing well. Echocardiogram showed improvement. Polychromatic light therapy (plt) was added to the patient¿s regimen. No additional information was provided.